Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 2 atmospheres for 1 second, the balloon ruptured. The device was removed without any problem and completed the procedure with another of the same device. There were no patient complications reported and the patient is in good condition.